Event description:
Rv lead was explanted due to noise leading to inappropriate therapies. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut into 3 segments. The lead was probably cut during the extraction procedure. The conductor cable leading to the ring electrode was found fractured 62.5 cm distal to the is-1 connector pin, which is assumed to be the root cause of the reported clinical observations. Based on the characteristics of this fracture, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Furthermore, the fixation helix was found bent and the rv shock coil deformed, which most likely resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.